Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On april 19th, the user contacted dario to report high blood glucose (bg) readings. The user reported that prior to contacting dario, she received from her dario meter readings in the 200 mg/dl - 300 mg/dl range. The user also reported that her doctor told her not to adjust her insulin intake based on her dario meter's high readings. Due to these high readings, the user's doctor placed a continuous glucose monitoring (cgm) on the user's arm. The user reported that during the two weeks that she wore the cgm, she received bg readings of 99 mg/dl, which the user reported is normal for her, compared to a range of 220 mg/dl to 309 mg/dl which she received from her dario meter. The user reported that she did not receive a reading below 150 mg/dl from her dario meter.